Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. (B)(4). The customer reported the device was discarded. Investigation is not yet complete. A follow up report will be submitted with all relevant information.

Event description:
It was reported that the procedure was to treat a mildly calcified unspecified coronary artery. A 4.0 x 38 mm xience xpedition stent delivery catheter was prepped per the instructions for use. The stent delivery system was advanced over an unspecified guide wire; however, the stent was noted to be missing from the balloon when it was being inflated under angiography. Angiography was performed on the patient to search for the stent; however, there was no sign of the stent. The table was searched, the inside of the other devices and the surrounding space was searched, but the stent was not found. The device did not meet any resistance when being advanced towards the lesion. It was then thought that the stent delivery system did not come with a stent in the package. Therefore, another 4.0 x 38 mm xience xpedition stent was implanted to successfully complete the procedure. There was no clinically significant delay in the procedure and no adverse patient effects. No additional information was provided.

Manufacturer narrative:
(B)(4). The device was not returned for analysis. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no other similar incidents from this lot. It should be noted that the instructions for use everolimus eluting coronary stent systems, xience xpedition states: prior to using the xience xpedition coronary stent system, carefully remove the system from the packaging and inspect for bends, kinks and other damage. Verify that the stent does not extend beyond the radiopaque balloon markers. Do not use if any defects are noted. The investigation determined that a conclusive cause for the reported difficulties cannot be determined. There is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.